Manufacturer narrative:
This report is submitted on july 12, 2019.

Event description:
Per the clinic, because the patient kept picking at the site, there was a skin revision during an abutment removal. A cover screw was placed over the implant.